Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleges pump was over delivering and they experienced low blood glucose level. Customer's blood glucose value were 40 mg/dl and 70 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. The insulin pump will not be returned for analysis.